Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, it was observed that the exercise and activity trends were blank. The device was found to be at eri and explanted and replaced.